Event description:
Revision because of breakage of pe-liner.

Manufacturer narrative:
This complaint is still under investigation. Not returned.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases and/or a review of device history records were not possible as the required product/lot code combinations were not provided. No additional event information or investigational inputs were provided to customer quality. The investigation can draw no conclusion regarding the reported event with the information available. Based on the inability to determine root cause, the need for corrective action has not been indicated.